Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. Retained samples with the same lot number were inspected per specification; the kit did contain the correct catheter. Based on the investigation, the reported defect was not observed in the retained samples. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Brief inquiry description: fx catheter was found in do tray 555076. Detailed inquiry description: 555076 is supposed to include soft tip catheter. No injury reported.